Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service 078 alarm issue. There was no reported adverse event associated with this complaint. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: the reported call service (cs) 078 alarm issue was unable to be adequately investigated due to a ¿call service (cs) 088¿ that occurred during the 24 hour test. The ¿ez-prime¿ steps were performed correctly with no alarms. Multiple "cs078" alarms were observed in the black box. Moisture was observed through the display lens. The pump cover was removed; moisture damage was found on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.